Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify alarm and prime alarm due to motor error alarm. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. Customer states drive support cap appeared normal. It was also reported that insulin pump received a motor error alarm and a motor position encoder error alarm. Insulin pump would need to be replaced.